Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The archive from the procedure was sent to the manufacturer for evaluation. It was noted that the probe was moved off of the patient during registration. The logs for the navigation system were reviewed by medtronic personnel. The logs confirmed the occurrences of registration. However, the logs provided no additional insight into the reported issue.

Event description:
Medtronic received information that, while in a cranial resection, the site experienced difficulties registering the patient. It was noted that the registration points shifted in the application software. It was noted that the site attempted a separate registration methods, without resolution as the reported issue continued. It was noted that the patient was shifted for additional registration without resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.